Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable was checked in various positions and the video card was checked. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system emitted x-rays but would not display diagnostic images. No patient injury was reported.